Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported 'on the senological assessment, observation of a intracapsular rupture of the prosthesis. Indication changing the prosthesis....takeoff to the lodge prosthetic, when the capsule is opened finds fluid effusion for which we take a sample bacteriological swab. Then ablation of the prosthesis which is in fact broken, we sends the prosthesis to materiovigilance. Washing of the cavity to eliminate all fragments of silicone gel.' Device has been explanted. This record relates to unknown side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "on the senological assessment, observation of a intracapsular rupture of the prosthesis. Indication changing the prosthesis....takeoff to the lodge prosthetic, when the capsule is opened finds fluid effusion for which we take a sample bacteriological swab. Then ablation of the prosthesis which is in fact broken, we sends the prosthesis to materiovigilance. Washing of the cavity to eliminate all fragments of silicone gel." Device has been explanted.

Manufacturer narrative:
Corrected data: d6a.

Event description:
Healthcare professional reported 'on the senological assessment, observation of a intracapsular rupture of the prosthesis. Indication changing the prosthesis....takeoff to the lodge prosthetic, when the capsule is opened finds fluid effusion for which we take a sample bacteriological swab. Then ablation of the prosthesis which is in fact broken, we sends the prosthesis to materiovigilance. Washing of the cavity to eliminate all fragments of silicone gel.' Device has been explanted. This record relates to unknown side.